Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was returned for evaluation. The visual inspection determined that the lower seal was not complete and that there was evidence of a seal separation in a small portion of the package. To determine the cause, there was an attempt to reproduce the issue during machine start up at the silicone buffer change. It was noted that when the silicone buffer was not properly positioned in the cavity, it resulted in the reported issue with the seal. This occurred only when the machine started working, but after, the buffer adjusted into the cavity. This was done by the machine operator. The reported event was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the foil packaging of the minicap was found to be ¿loosing air¿. This occurred during the set up for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.